Manufacturer narrative:
A replacement battery has been sent to resolve the issue. Therefore, it has been concluded that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device cannot be charged during operations check. There was no patient involvement.